Event description:
Associated medwatch: 9610612-2021-00170 ((B)(4)+ nc081t). Involved components: nh050t - plasmacup sc size 50mm - 51484353; nh202 - sc/msc pe-insert 32mm 48/50 sym. - 51953832; ae-qas-compet-imp - collect.no.qas implants from competitors - unknown.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nc088k - metha neck 12/14 135¿/0¿. According to the complaint description, the metallosis with large osteolyses behind the acetabulum and on the proximal femur, clear corrosion signs on the plug connection between the head-neck-cone and the neck-stem-cone. The inlay is completely worn out within 6 years. The explants are kept by the patient at her express request. Implantation: 2008, (B)(6) nc081t, nc088k, nh050t, nh202, nk529k. Revision (B)(6) 2015: htep: only change of head and inlay; nh202, 51953832 + smith and nephew biolex option kopf 32s-12/14m sterile (3849717694582, 7010877872). Revision (B)(6) 2021: htep: complete change (stem, cup and inlay) due to wear. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00170 ((B)(4) + nc081t). Involved components: nh050t plasmacup sc size 50mm 51484353. Nh202 sc/msc pe-insert 32mm 48/50 sym. 51953832. Ae-qas-compet-imp collect.no.qas implants from competitors.